Manufacturer narrative:
The device was been returned to baxter's product analysis laboratory for evaluation. Evaluation is currently being conducted but is not yet complete. As soon as we are in receipt of evaluation results, a follow up report will be submitted.

Event description:
The facility representative reported that the device failed preventative maintenance downstream occlusion alarm testing. This was found during bio-med testing, with no patient involvement. No additional info is available.